Event description:
It was reported that the screw portion of the low profile abutment fractured. It was placed on (B)(6) 2016 and removed on (B)(6) 2016.

Manufacturer narrative:
Due to the conditions that the product was received, only visual inspection was performed. The complaint was confirmed. The screw portion of the abutment was fractured. The device history record review for the certain low profile one-piece abutment was performed and did not identify any manufacturing deviations that would result in or contribute to this complaint. A definitive root cause has not been determined.